Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the bg meter, and a high ketone level identified as dangerous by customer's healthcare provider; cause was unknown. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level. Reportedly, as a result of elevated bg levels, customer was in the beginning stages of neuropathy. Reportedly, customer reverted to manual injections for insulin therapy.